Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed normal battery depletion.

Event description:
It was reported that the patient presented to the clinic experiencing intermittent light headedness. The device exhibited back up vvi operation. The pulse generator was explanted and replaced.